Event description:
It was reported that when a device was used during an unknown procedure, the tip of the trocar broke off of the device. The tip was removed by excising the tissue. Case was completed with another anvil. Stapler performed as indicated. There were no other consequences to the patient.